Event description:
During resuscitation of pt in cardiopulmonary failure the peep valve attached to the bag/valve hand resuscitator stuck in the closed position and did not allow exhalation through the peep valve. O2 flowmeter on "flush"; bag/valve resuscitator worked well with peep valve removed.